Event description:
A user reported that a cable to the ortho summit processor (osp) instrument was dangling from the instrument and somebody tripped over it. This instrument is similar to the ortho summit processor cleared for market in the united states. No death or serious injury was associated with this incident.